Event description:
Reportedly, during a routine follow-up of an ICD on (B)(6) 2023 a message was displayed asking if sonr lead will be implanted. It should be noted that this message was already confirmed at device implantation on (B)(6) 2023 and shouldn't appear again. After confirmation all patient data was empty and needed to be re-entered the patient section was completed again. When printing the overview screen of the current session the programmer crashed and a shutdown had to be forced. After a restart again some patient data was not displayed correctly. After correction of the data and re-interrogation of the device everything was correct again.

Manufacturer narrative:
Review of provided data confirmed both reported issues : 1. The re-appearance of the question if a sonr lead will be implanted can be linked to the loss of patient data caused by an unexpected failure to retrieve the encryption key by the programmer service at the beginning of the device interrogation 2. A programmer crash occurred during printing attempt of the overview screen. Both issues most likely are related to communication errors which occurred during and at the beginning of the session. As reported, after a restart of the programming system and re-interrogation of the device, finally the patient data could be entered successfully and the device follow-up was performed as expected. In the following, several device interrogations were performed successfully. Thus a general malfunction on the smarttouch tablet is not suspected. This case is retained and utilized for trend purposes.

Event description:
Reportedly, during a routine follow-up of an ICD on september 2023 a message was displayed asking if sonr lead will be implanted. It should be noted that this message was already confirmed at device implantation on (B)(6) 2023 and shouldn't appear again. After confirmation all patient data was empty and needed to be re-entered the patient section was completed again. When printing the overview screen of the current session the programmer crashed and a shutdown had to be forced. After a restart again some patient data was not displayed correctly. After correction of the data and re-interrogation of the device everything was correct again.